Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 700 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Reportedly customer was treated with intravenous fluids of saline and insulin. The customer was discharged from the ER the same day with the issue resolved. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.